Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the patient was hospitalized for a skin infection around the insertion site of the infusion set. The patient's abdomen puncture area had signs of inflammation with skin swelling, redness, and elevated skin temperature and headache. The patient was brought to a hospital where the infected area was cleaned and the patient was treated with antibiotics. She was released the same day.